Event description:
It was reported that the patient presented to the hospital for a follow-up on 9 nov 2021 after implant procedure. During examination of lead, it was noted that the right atrial (ra) lead had dislodged and had no capture threshold. The physician also observed that there maybe possible insulation damage on the lead. Chest x ray confirmed lead dislodgement. The physician explanted and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.